Event description:
It was reported that the patient experienced an infusion set occlusion while using a contact detach infusion set, which resolved only after the patient¿s caregiver performed a complete supply change; the report also noted the patient was out of supplies and awaiting the next shipment. Symptoms included disrupted insulin delivery consistent with an occlusion. Outcomes included the need to replace the infusion set and related disposables to restore therapy. Investigation included troubleshooting and education with the caregiver, along with a request for additional information from the customer. Investigation of this case revealed an occlusion associated with the infusion set and related disposable components, with resolution upon replacement of the set, cartridge, and luer, which is consistent with known infusion set occlusion behavior. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or disposable-set related occlusion with no evidence of pump malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.